Event description:
A falsely elevated troponin I result of 1.54 ng/ml was obtained on a pt. The result was not reported to the physician. The sample was recentrifuged and retested and a result of 0.00 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was incomplete wash.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was incomplete wash. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.